Event description:
Boston scientific received information that the health care professional (hcp) was concerned about the projected longevity of this pacemaker. Boston scientific technical services (ts) discussed that per labeling; the expected longevity of this device is 7.7 years. The hcp indicated that the device output was 2.5 volts at 0.6 milliseconds and the device has 1.5 years of remaining longevity while it has been implanted in just under 5 years. Attempts to obtain additional information were unsuccessful. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicated that this device was electively replaced with another competitor's product. No additional adverse patient effects were reported.